Manufacturer narrative:
Date rec¿d by MFR : 06mar2019. The customer troubleshot with technical support. The customer swapped the motor control board. However ,the issue continued. The customer stated that a blower would be ordered to address the issue. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
Statement: it was reported that the ventilator had generated a patient circuit occluded alarm and the blower was not running. No patient involvement. The event date was not specified; estimate used.